Event description:
Reporter stated several infusion sets from the same lot have leaked insulin from the headset. This resulted in elevated blood glucose, and the customer changed the infusion set and delivered a bolus to treat hyperglycemia. No adverse event was reported. The alleged product was requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.